Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was walking, began to sweat profusely and had a blood glucose of 31 mg/dl. She ate zucchini bread and cookies to treat. The customer also reported discrepancies with her blood glucose and sensor readings. At the time of initially reporting, the customer's blood glucose was 67 mg/dl and she treated with food. The customer then reported on (B)(6) 2014, when the customer's blood glucose was 206 mg/dl, she reported that she treated with insulin for blood glucose of 366 mg/dl the night before, which had brought her blood glucose down to 49 mg/dl. Nothing further reported.